Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
An architect tsh result of 0.31 miu/ml was generated for a (B)(6) female patient on (B)(6), 2013. The same patient sample retested at 1.2840 miu/ml on (B)(6), 2013. No adverse impact to patient management was reported.

Manufacturer narrative:
A review of all complaints associated with the architect tsh assay (ln 7k62) and the architect tsh assay reagent lot 20927jn00 was performed. The review did not identify atypical complaint activity. A review was also conducted to determine if any known quality issues have been observed pertaining to this material. The review determined that there were no occurrences of deviations or non-conformances for this lot of material. A review of product labeling indicates that false depressed results as outlined above may be attributed to any limitation of the assay as outlined in the architect tsh package insert (49-3481/r3).there is sufficient labeling to aid the customer in this observation. The investigation determined that there is no malfunction or deficiency associated with architect tsh, list 7k62, lot 20927jn00.